Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issues has been completed. Device history record review confirmed that the pump passed all post sterile inspection checks. Data logs were reviewed, and it was confirmed that no suction alarms occurred. No motor current spike was observed out of p-level change. Many impella position in aorta alarms were observed around the time issue reported followed high purge pressure alarms and flow was about 3l/min at p-2. The root cause of the reported issues cannot be determined since the complaint device not returned for analysis and insufficient data provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "definite" relationship to the impella device used: ¿the patient developed hemolysis. Admission total hemoglobin 11.1 g/dl, nadir 7.2 g/dl ((B)(6) 2024); peak ldh 1314 u/l ((B)(6) 2024); admission total bilirubin 0.9 mg/dl, peak 1.5 mg/dl ((B)(6) 2024).¿. The patient recovered with sequelae. Loqi also reported that the patient endured bleeding at impella cp access site right femoral artery with a "definite" relationship to the impella device used: ¿the patient developed bleeding from the right femoral artery at the impella cp access site. Admission total hgb 11.1 g/dl, nadir 7.2 ((B)(6) 2024). Heparin was held due to bleeding, femostop was applied, and dressings were changed multiple times.¿. The patient recovered with no sequelae. It was noted that care was withdrawn and the patient expired.